Event description:
The patient received an scs system, including an ipg, on (B)(6) 2009. It was reported, the ipg is displaying inconsistent battery measurements when interrogated via the patient programmer. A new patient programmer was sent to the patient but, was unable to resolve the issue. The patient is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.